Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system powered down four times without prompt from the user. It was noted that the navigation system was initially powered on, left idle and found to be powered down without prompt from the user. The system was then turned back on three subsequent times where the issue would recur. On the next start up, the navigation system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.